Manufacturer narrative:
Parts sent to customer to perform repair.

Event description:
It was reported via repair work order that the calf support handle is not adjusting properly and the legrest is not secured properly causing bed to topple over. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the calf support handle is not adjusting properly and the legrest is not secured properly causing bed to topple over. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.